Manufacturer narrative:
No button error alarm was noted. The act and escape buttons did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and there was a black circle on the screen. The customer stated that they were outside, in the sun, and the insulin pump might have been exposed to sweat. The customer's blood glucose was 91 mg/dl. The discontinuation of the device was advised. Nothing further was reported.